Event description:
I am a (B)(6) male who had lasik after a consultation and vision screening. Immediately, I experienced a series of adverse reaction over the next six months most notably related to my vision at night. I continue to experience problems with glares, halos, and starbursts. Even worse, the contrast in vision has been severely reduced. I also have dry eye syndrome, which I have tried 4 different prescription medications for.